Event description:
The customer initially reported high retic background counts; however, the field service engineer (fse) reported that there was a fluid leak of approximately 5 ml from the rinse block of the coulter lh 780 hematology analyzer at the time of the event. The leak was not contained within the instrument. The latron results were out of specification. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were generated in connection with this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse indicated that latron primer recovers 8192/ latron parameters out of limits. The fse discovered that the waste line on the probe rinse block was loose. This was allowing waste to back up into the flow cell and was corrected by re-attaching the waste line to the waste block. The the leak was resolved and latron results were within specification following the repair. System performance was verified by the fse. Failure mode was related to loose tubing at the probe rinse block. (B)(4).